Event description:
It was reported that this right ventricular (rv) lead was fractured and automatically reprogrammed to unipolar packing and sensing. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.